Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the stylus and cursor did not align and the overlay to the xy board connection was reseated and the stylus calibrated to resolve. It was noted that one stylus was working well and one was not so the one that was not working well was scrapped. The software was reconfigured and updated and the programmer passed all console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch pen was unable to be calibrated. It was noted that the user was unable to see the cursor, which was approximately two inches left of where the pen was touching the screen, and was unable to select the icons which would launch to calibration utility, and also attempted to use an old calibration disk. It was recommended that the programmer be returned for service. The programmer has not been received into service. There was no patient involvement. It was further reported that the product was returned for service as well as a requested test and calibration procedure.